Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that the patient underwent vertebroplasty at l3. Intra-op, cement extravasation occurred at infer ior disc space. 5cc of bone cement was implanted. Cement did not extrude greater than 15mm; and cement extravasation was determined as not clinical significant. No information was available on patient outcome. According to the sponsor assessment, the adverse event was determined to be related to the procedure and not related to any of the implanted device.